Event description:
The pt was being fed using the device in the ambulatory transporter. The reporter stated she had been using peptomin junior, and was reusing the device without rinsing between uses. The reporter stated she placed 150 ml of the feeding solution in the bag and set the pump for 150 ml/hr. The reporter stated the device was delivering the solution faster than it should over a 75-minute period, but provided no details. She also stated she was storing the solution and/or the device in the refrigerator. There was no illness, injury or medical intervention resulting from the event. One pt involved. Note: the event date given above is approximate.